Event description:
On (B)(6) 2012, the lay-user/patient contacted animas and reported a low blood glucose (bg) event. The patient indicated that on (B)(6) 2012, at an unspecified time, his neighbors heard bumping on the ceiling. When they went up to check on the patient, they reportedly found him unconscious on the floor. Paramedics were contacted. They treated the patient with dextrose and his bg came up from "low" to "80" mg/dl. The patient was then transported to a hospital and admitted around 10:00 or 11:00 am. The patient could not remember what his bg level was before he was found. The patient confirmed that the day before the event, his bg was within normal range (45-400's mg/dl). The patient denied having any change with lifestyle or activities. He also denied having changes in medication, stress level, hydration level, or pain level. He reportedly has hypoglycemia awareness. The patient confirmed that he knows how to count carbs. The patient's I:c ration was changed on (B)(6) 2012, at a health care provider's (hcp) office. The patient mentioned that the hcp was adjusting settings in order to avoid low bg levels. Insulin pump therapy was resumed following the low bg event and hospitalization. The animas representative involved in this contact determined that there was no evidence of a pump malfunction. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that he lost consciousness and was hospitalized for hypoglycemia. However, at this time it is unknown if the pump contributed to the patient's injury.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The pump was returned to animas and device evaluation was completed by product analysis on (B)(4) 2012 with the following findings: no defect was found. Daily insulin delivery totals correctly reflected the user's programmed basal rates. A 29 hour flow accuracy test was performed; pump passed flow accuracy test and was found to be delivering within the required specifications.